Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen and making noise. The customer's blood glucose was 205 mg/dl. Troubleshooting was performed but the issue was not resolved. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. .

Event description:
Weight has been changed to (B)(6).